Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the cause of the light guide cover glue peeling and the damaged pink probe unit likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during preparation for use, dead spot was noted in the center of the ultrasound image of the evis exera ii ultrasound gastrovideoscope. Upon inspection and testing of the returned device, it was noted that the light guide cover glue was peeling and the pink probe unit was chipped and had scratches. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was able to be duplicated. During evaluation it was noted, the light guide (lg) cover glue was peeling, the probe unit pink rubber had scratches and was chipped. In addition, multiple broken elements were noted. The plastic distal end cover was also chipped. The device also had non-olympus parts installed, such as the distal sheath, the glue for the bending section cover and the switch. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.